Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 20 patient controlled analgesia (pca) sizer sensors had stuck key. There was no reported patient involvement.

Manufacturer narrative:
Customers received, notification of the field action. The report of a syringe sensor sizer issue is confirmed, based on the field action. Device repair or returns are handled within the scope of the field action. H3: other text: device was not returned to manufacturing facility.

Event description:
It was reported, that (B)(6) patient controlled analgesia (pca) sizer sensors had stuck key. There was no reported patient involvement.